Event description:
It was reported by the patient that "the lead will be replaced because it was not working." Follow up was attempted to determine which lead had the issue and no further information was received. The lead status is unknown at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.